Event description:
A 41 year old female admitted on (B)(6) 2012, for removal of a left parotid mass. Procedure performed was a left superficial parotidectomy with facial nerve identification and preservation. At the end of the procedure, it was noted that the pt had a minor superficial burn near the edge of the excision.